Event description:
This happened in 1998 but your calendar doesn't go back that far. Breast implants have caused me a myriad of health issues over the past two decades. I was told that they were safe, because they were saline and would never need to be replaced unless they ruptured (mine haven't). Now I have lost so much in my life and have scheduled surgery to remove them. They also put me at risk for bia-alcl. I wish I had known more and never put myself through this. Mcghan round,textured, saline implants 300cc behind the muscle. Fibromyalgia, chronic fatigue, chronic migratory inflammation and pain, skin issues, head pressure, hypothyroid, capsular contracture, breast pain, fascia pain, poor sleep, two mthfr gene mutations, many other symptoms.